Event description:
It was reported that the screw would not detach from the pre-loaded inserter after implanting in the patient. The doctor unscrewed the implant from the patient and had to use a hemostat to get the implant out of the inserter. It took him several tries to remove the implant from the inserter as it would not budge. A metal inserter was used to insert the screw with no issue.

Manufacturer narrative:
Device will not be returned. Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Correction h6 method code. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Although the complaint device was not returned for evaluation, another unit from the same lot was found in stock and pulled from inventory for inspection. Key dimensional measurements were taken that pertain to the allegation and all were found to be within specification. The test unit was functionally tested in a saw bone. Surgical technique was followed. Pilot hole was made with instruments in kit. Preloaded implant was inserted, rotated clockwise until inserter handle tip was flush with saw bone. Inserter was then removed from the implant without issue as intended. R&d was contacted regarding previous similar complaints. According to their review causes identified could be amount of pressure user was using to rotate implant into the bone. Page 8 of the optech notes while applying pressure, rotate the implant into the intermediate phalanx. (Figure 7) for implant insertion. If the user used too much pressure it could have pushed the implant further into the housing/handle and cause it to wedge inside and become stuck. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the screw would not detach from the pre-loaded inserter after implanting in the patient. The doctor unscrewed the implant from the patient and had to use a hemostat to get the implant out of the inserter. It took him several tries to remove the implant from the inserter as it would not budge. A metal inserter was used to insert the screw with no issue.